Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) nd an evaluation was performed. The evaluation determined that the system fault 74 was a single occurrence and could not be reproduced during in-house testing. There was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 74) indicating a software task error occurred. There was no patient injury reported as a result of this incident.